Event description:
This is the same event and the same pt reported uder MDR ID #2939859-2000-00135. This second MDR is being submitted for the second suspect product, also a device mfg by inamed corp. This separate distinct number is provided per the FDA's request for traceability purposes. One week after treatment with human collagen pt observed redness and swelling at treatment sites. Physician at emergency room prescribed predisone and benadryl.